Event description:
It was reported that during a port placement procedure, the port allegedly had resistance or twitching during guidewire manipulation. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port slim implantable port, chronoflex single-lumen, 6f products that are cleared in the us. The pro code and 510 k number for the powerport slim implantable port, chronoflex single-lumen, 6f products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, the port allegedly had resistance or twitching during guidewire manipulation. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port slim implantable port, chronoflex single-lumen, 6f products that are cleared in the us. The pro code and 510 k number for the powerport slim implantable port, chronoflex single-lumen, 6f products are identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: one introducer needle, one j-tip guidewire loaded to a guidewire hoop were and other kit components were received for evaluation. Visual, functional and dimensional evaluations were performed. The proximal portion of the j-tip guidewire was noted to be stuck within the guidewire straightener. The distal portion of the guidewire was noted to be bent. An attempt to advance the j-tip guidewire into the guidewire straightener was performed and was successful. Resistance was felt during performance. The guidewire slowly advanced throughout the guidewire straightener. After completely removing the guidewire, the distal portion was noted to be bent and stretched. Therefore, the investigation is confirmed for the reported guidewire stuck and identified deformation and stretched issues. However, the investigation is inconclusive for the reported guidewire entrapment as the exact circumstance at the time of the reported event was unknown. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (device, component, method). H11: h6 (result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.